Manufacturer narrative:
The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. Because the caiman system is validated, and the complained instrument is without any deviation to the function relevant parameters we assume a usage and / or patient related error. Possible root causes for insufficient sealing are: insufficient cleaning of the electrodes (usage). Blood clotting disorder (patient). Cutting before the end of sealing cycle signal (usage). All instruments were tested on their electrical and physical properties. A material failure or a manufacturing error can be excluded. After the 8d report no CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap ag that a caiman 5, maryland articulating vessel sealer (part # pl771su) was used during a procedure on an unknown date. According to the complainant, the physician claimed that the device failed to seal suffciently, and that the bleed continued. This malfunction prolonged the surgery for less than 15 minutes. Additional information was requested, but has not been made available. The malfunction is filed under aag reference (B)(4).